Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device disposition is unknown and it has not been returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a revision reverse shoulder to a closed reduction procedure on (B)(6) 2020, the surgeon was checking if the peripheral screws of the 24mm +2 mgs baseplate were loose. When the surgeon tightened the screws, the blue handle of the ar-1999hh, ratcheting handle was clicking and did not have a positive stop. The surgeon determined that the mgs baseplate was loose, so they proceeded to explant the screws and baseplate without any issues. The mgs baseplate was implanted prior to the revision surgery. The implants were converted to tornier. At the time of initial report to arthrex no further details were available. Additional information obtained 04/13/2020 and 04/15/2020: the initial report provided was not a complete description and further, more detailed, information has been obtained to clarify the entire patient related events. The female patient underwent a primary reverse total shoulder procedure on (B)(6) 2019. It was reported that the patient had suffered a fall (date unknown) which resulted in a periprosthetic humeral fracture. The patient underwent a first revision on (B)(6) 2020 where the surgeon explanted the following devices and replaced them with another manufacturer¿s products: ar-9501-08p, univers humeral stem size 8, lot 19.00151, ar-9502f-36cpc, univers revers suture cup, 36 (neutral), lot 18.01499, ar-9503s-06, humeral insert s/36 +6 to fit in 36 cup, lot 160044609. It was reported that due to the patient¿s non-compliance she later experienced a reverse shoulder dislocation. The patient then underwent a 2nd closed reduction revision procedure on (B)(6) 2020. When accessing the baseplate, it was determined to be loose and therefore removed. During the revision the remaining (B)(6) 2019 primary surgery devices were explanted and another manufacturer¿s products were then implanted. The following is the list of the products explanted: ar-9560-24-2, 24mm +2 lat baseplate, modular, lot 5674, ar-9564-2436-lat, 36 +4 lat/24 glenosphere, lot 18.00692, ar-9563-28, 5.5 x 28mm peripheral locking screw, lot 2019001687, ar-9563-32, 5.5 x 32mm peripheral locking screw, lot 18.00166, ar-9561-20s, 20mm central screw, modular, lot 6473, ar-7219, fiberwire suture from suture kit, lot 19893. The two revision surgeries were performed by the same surgeon at the same facility, but the primary surgery was performed at a different facility by a different surgeon.